Event description:
Patient underwent a straight forward truncus arteriosus repair. Patient received a pulmonary homograft (cadaver donor). A shelhigh pericardial patch was used in combination with the homograft as a hood patch. Hospital indicated that the patient did well postoperatively, but had prolonged hospital course with development of chylothorax. Two months after the patient was discharged, a routine echo revealed a pseudoaneurysm. Hospital stated, that the complication is rare but a seen complication and can be related to technical issues specific to the suture line. Patient was reoperated on and during the surgery, the shelhigh pericardial patch was removed. Upon examination of the removed device, the hospital noted that the shelhigh pericardial patch did not look suspicious. The patient then had a prolonged hospital course with numerous complications. Support was ultimately withdrawn one month later. Hospital indicates that the patient never had positive culture, but was on prophylactic antibiotics.

Manufacturer narrative:
Although pseudoaneurysms are somewhat rare, it is an observed complication with cardiovascular surgeries involving suture line. Often times, this complication is related to technical issues related to the procedure. Patient underwent a truncus arteriosus repair including vsd closure, placement of 9 mm pulmonary homograft rv to pa conduit, asd closure, patch augmentation of ascending aorta and pda ligation and division. Cardiac drug therapy was also in use on this patient. The shelhigh pericardial patch was removed during a second operation. Upon examining the patch during the removal, the shelhigh pericardial patch did not look suspicious. In addition, the patient never had a positive culture. Therefore, it has been concluded that the incident is not device related. The event occurred in 2007. User facility reported the event to FDA on 5/18/2007.